Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 22 mg/dl and 260 mg/dl. No death or serious injury reported. Requested return of suspect device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.